Manufacturer narrative:
Results - one used catheter/adapter assembly and one unused catheter/adapter assembly were returned for evaluation. A visual/microscopic evaluation of the used unit revealed that approximately 3/4 of the catheter tip was separated from the catheter/adapter assembly and that the adapter and loose tubing was pieced back together. A characteristic v shape pattern of a spear thru was not present. The adapter/tubing showed that the tubing edges were clean, jagged with very little strings/flashing at the area of separation. The surface of the tubing was smooth. The loose tubing showed that the tubing edges were clean, jagged with very little strings/flashing at the area of separation. The surface of the tubing was smooth. A visual/microscopic evaluation of the unused device revealed that there were no bends, holes, kinks, splits, or wrinkles in the catheter tubing; nor the characteristic v shape of a spear through. Four photos of the used device were inspected and revealed that the catheter was broken. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the clean edges with little strings/flashing may indicate the sample was cut with a sharp instrument. There was not enough physical evidence to confirm or support manufacturing process related issues for the defects.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Unknown if a sample is available for evaluation.

Event description:
It was reported that after placement of a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter was connected to an infusion set, the infusion started flowing, and an extravasation occurred. When the catheter was removed, the catheter broke off and remained in the patient. The patient received an x-ray which showed the catheter in the patient's vein. The catheter was subsequently removed via surgery.